Event description:
It was reported that a large volume infusor had a slow leak from the bladder. The issue was observed prior to product release. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured between january 2-4, 2025. H11: the device was received for evaluation. Visual inspection was performed and a small pool of fluid was noted inside the bottle of the returned sample. A functional leak test was performed and a drop of green color water was observed at the bladder crimp of the sample. The reported condition was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.